Event description:
This report was rec'd via a dentist who reported that while performing a root canal, the last 2 mm of the endodontic file broke off in a pt's tooth. The dentist filled the tooth with a temporary material. The tooth was subsequently pulled by an unidentified oral surgeon when the tooth became too painful.